Manufacturer narrative:
Concomitant medical products: imk49b58 lead, implanted (B)(6) 2005; 407645 lead, implanted (B)(4) 2009; 419478 lead, implanted (B)(6) 2009.

Event description:
It was reported that there were two right atrial (ra) leads implanted. One right atrial (ra) lead that had previously been capped exhibited fracture and clavicular crush. The second right atrial (ra) lead exhibited high thresholds, no capture, high impedance, fracture and clavicular crush. Right ventricular (rv) lead was inadvertently damaged during laser lead extraction. All the leads were explanted and one of the ra and the rv were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead became breached due to a rupture while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.